Event description:
On (B)(6) 2012, the patient contacted animas and stated the two days ago, the ok keypad button was sticking, was intermittently responsive and required multiple button presses in order to elicit a response. The keypad cover was reportedly worn due to pressing the buttons hard. The patient denied that the keypad was damaged. The patient reportedly wore the pump in a pocket in case and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, it was confirmed that there was intermittent response of all the keypad buttons and they required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.